Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during pap smear, transvaginal tape (tvt), urethrocele repair and perineoplasty procedures performed on (B)(6) 2017. After the procedure, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Dr. (B)(6). (B)(6) hospital. Foreign: (B)(6). Patient code (B)(4). Impact code (B)(4).. The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.